Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.8 inr/5.57 inr patient's coumadin dose was held based on lab result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.